Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 02 april 2024, it was reported adhesive issue in one infusion set. Infusion set was accidentally pulled out during use due to tubing catching or pump falling. Blood glucose level was 130 mg/dl and insulin type was novolog/insulin aspart (novonordisk). Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available